Manufacturer narrative:
This lead was capped and replaced on (B)(4) 2013. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
This lead'[s shock impedance was noted to be over 150 ohms. The plan is to replace the lead, but currently that has not been done. There were no adverse patient effects reported. If additional information becomes available, this event will be updated.